Event description:
A 1.693 kilogram pre-term infant has been reported to have fallen through the left front access door of a model c100qt infant incubator. At the time of the event it was reported that the left end of the mattress was raised in the trendelenberg tilt position. It has been reported that an attending nurse caught the infant approx 12 inches prior to its hitting the floor, averting possible injury. The hosp reported that the access door was not latching closed properly and that "very light" pressure was sufficient to cause it to spring open.